Event description:
On (B)(6) 2014, the patient underwent attempted treatment of a thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis. As it was reported the right external iliac artery was calcified and extremely narrow (measuring 6.6 mm in diameter) and reportedly outside of the gore® dryseal sheath instructions for use, an attempt was made to dilate the artery. Angioplasty was performed utilizing a cordis® balloon prior to insertion of the 24 fr gore® dryseal sheath with hydrophilic coating. It was reported that during the forceful advancement of the sheath into the right external iliac artery the artery ruptured at the femoral junction. Blood loss (amount unknown) was reported causing the patient¿s blood pressure to drop noticeably. An occlusion balloon was then advanced up the left side to stop the bleeding. An intra-operative transfusion of four units of blood products was administered and the patient¿s condition stabilized. A gore® viabahn® endoprosthesis was implanted to repair the rupture. The exact cause of the rupture is reportedly unknown; however, it was reported the forceful advancement of the sheath or advancing the sheath through the narrow and calcified iliac artery could have contributed to the rupture. The physician elected not to implant the conformable gore® tag® thoracic endoprosthesis and concluded the procedure without further adverse events being reported. The patient tolerated the procedure.

Manufacturer narrative:
Patient medications include; aspirin, atenolol, hydrochlorothiazide and omeprazole.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.